Manufacturer narrative:
Medtronic is leading an evaluation of the reported arm cart assembly (sn: (B)(6)) evaluation of the device data logs indicate multiple occurrences of error code "robotic arm pinch sensor state marked invalid, indicating malfunction of the contact sensor system. Review of the field service notes indicate the customer reported a robotic arm startup error. Following analysis of the system log files, the issue was traced to damage in the a1 and b1 contact sensors. The damaged contact sensor were replaced. Post-service no additional issues were detected. Further evaluation of the reported arm cart assembly (B)(6) is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to use while preparing for a robotic laparoscopic ureteral reimplantation procedure, the arm cart assembly(aca) triggered a non-recoverable error before calibration could start with the message, "arm error. Retrieve the instrument, disconnect and reconnect the arm." The aca was restarted twice and the issue reoccurred, and a subsequent system restart did not resolve the issue. The procedure continued using only three arms because one arm was not usable due to the error. At the end of the procedure, the aca was reconnected to retrieve logs, and the same issue reproduced. There was an 80-minute delay in total, 40 minutes due to restarting the arm and 40 minutes due to only using three arms. There was no patient involvement.